Event description:
It was reported that the renasys touch pump not charging to full capacity, it failed the leakage test.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that "failing the leak test" means that the pump pressure drops by more than 3mmhg in 15 seconds. Ultimately it means that the pump needs replacing as it cannot maintain the correct set-point pressure, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.